Manufacturer narrative:
Date sent to FDA: 9/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/17/2020. Additional information: a2, d1, d3, d4, g1, g2.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that she underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. It was reported that the patient underwent a previous gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. Other procedure is captured in separate file. No additional information was provided.